Manufacturer narrative:
Device is used for treatment, not for diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013, during the unknown surgery the battery reamer/drill did not stop, though oppressor was released. Only after the battery has been removed the machine stopped. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the product development evaluation are as follows: no failure detected. Typed text not repeatable. Diverse performed tests: heated handpiece no failure detected. Trigger pressed 10 minute. No failure detected. The lot number does not match the part number that was previously reported. No other lot number is found on the device. Partial lot number is 5012. Placeholder.